Event description:
Surgical dressing was applied after surgery when removed by patient five days later at home skin was red, peeling and site looked like a chemical burn had occurred. Surgical dressing that is put on patient after surgery and then replaced five days later. When removed the site looked like a chemical burn had occurred. Skin was excoriating looking with different layers peeling off. We had multiple patients that had this reaction. Did not realize multiple patients were involved until discussion with physician. All dressings were pulled from stock. Convetec was notified, rep has met with hospital and with doctor. Company can not come up with a reason for this occurring. We have used this product on hundreds of patients in the past with no problems. Dose or amount: 1st dressing, frequency: day of, route: topical; 2nd dressing, 5 days, topical. Dates of use: (B)(6) 2017 to doctors visit. Diagnosis or reason for use: hip surgery. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.